Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise. The lead was explanted and the insulation was noted to have peeled off. Post-procedure the patient status was unknown.

Manufacturer narrative:
Additional information: a4, b5, d6b, e1, e2, e3, g2, h6.

Event description:
New information received notes the right ventricular (rv) lead was explanted during a procedure on (B)(6) 2024. Post-procedure the patient was stable.